Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the patient suffered heart block requiring a temporary pacer. During an avnrt procedure, the patient went into complete heart block. A temporary pacemaker was inserted and the patient was moved to observation. Physician is continuing to monitor before further procedures are performed. Additional information received indicated the physician came off ablation after the first dropped beat. Complete block was noticed after coming off ablation. The physician did not blame the biosense webster inc. (Bwi) representative or bwi products. Pacing occurred until the physician was able to implant a temporary pacemaker. The outcome of the adverse event since the last speaking with the physician on the evening of (B)(6) 2021, the physician reported the patient was at 2:1. The patient required extended hospitalization because of the adverse event as the original plan was for her to leave the same day, but the physician had her stay in the hospital to be monitored. Smartablate generator was used in the case.